Event description:
It was reported that during a gastric sleeve procedure, on the fifth firing of the device, it fired the first stroke and then locked out. The device was reloaded for the sixth firing and the same event occurred. It locked out on the first stroke. The device was removed and a second one was used to complete the procedure. No pt impact reported.

Manufacturer narrative:
(B)(4). (B)(4). Knife. Eval summary: the analysis results found that the device was returned in good visual condition with no cartridge loaded in the device. Two green cartridges were returned. The device was tested for functionality with a test cartridge and it fired, cut and formed all staples as intended. The knife blade on the returned device was noted to be damaged, however, this was not related to the reported incident. No conclusion could be reached as to what caused the reported event. A batch record review was performed and no anomalies were found during the manufacturing process.